Event description:
It was reported that the membrane was detached. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: a pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems were found in the event history log. Functional testing was able to duplicate the reported issue. The investigation determined the dso seal was missing. The dso seal was replaced.